Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient stated they felt like the ins was giving out little shocks that they could feel intermittently. This issue started out of the blue after three years. The issue began after the patient took a trip to the amusement park. An impedance measurement was taken and there were no significant high readings that would indicate an open system. The patient's ins was replaced, and since then the patient has not complained about shocks. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: product ID# 37601: the implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.